Manufacturer narrative:
One cadd solis vip pump was received with the lens scratched/damaged. There was no evidence of the reported issue in the event log. Accuracy testing was conducted and the reported "flow rate error" was duplicated. The expulsor of the pump was out of specification. The expulsor will be trimmed to resolve the issue.

Event description:
Additional information was received that there was no patient involvement; the issue was discovered during testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a flow rate error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.